Event description:
It was reported that an unspecified number of unspecified bd pen needles were expired during use. The following was reported by the initial reporter: "it was reported that the pen needles were expired and were causing scarring and bruising. Verbatim: reporter/ patient said that she purchased pen needles and while using them she was left with scars and bruises. While gathering the product information, noticed that the pen needles had expired 1 year ago. Customer said that she purchased them last week. I issued the customer a $30 gift card to cover the cost of both boxes of pen needles and informed the customer to hold on to the product for a possible retrieval."

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of unspecified bd pen needles were expired during use. The following was reported by the initial reporter: "it was reported that the pen needles were expired and were causing scarring and bruising. Verbatim: reporter/ patient said that she purchased pen needles and while using them she was left with scars and bruises. While gathering the product information, noticed that the pen needles had expired 1 year ago. Customer said that she purchased them last week. I issued the customer a $30 gift card to cover the cost of both boxes of pen needles and informed the customer to hold on to the product for a possible retrieval".